Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received. D6a: implant date is unknown.

Event description:
Related manufacturer report number: 3006705815-2024-00009. It was reported that the patient had pain at the ipg site, and their thoracic lead migrated. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction b5: additional information received reports that the patient's ipg was repositioned on (B)(6) 2023 during the procedure.

Event description:
Additional information received reports that the patient's ipg was repositioned on (B)(6) 2023 during the procedure.

Event description:
Additional information received reports that the patient's ipg was repositioned during the procedure.